Manufacturer narrative:
The returned device was evaluated. Corrosion was observed during external visual inspection. The device was not able to obtain a reading. It was determined that a defective component inside the cable caused the failure.

Event description:
It was reported the cable has intermittent function when it is moved. There is no report of any patient impact or consequence as a result of the issue.